Event description:
The tubing was originally hung at 2130. It was found to be leaking at 0440 approximately 29 hours and 10 minutes after it was originally hung. Doxorubicin 24.6mg and etoposide 123mg with 500 ml of 0.9% ns was infusing at a rate of 20.8 ml/hr these medications run continuously for 96 hours with a bag change every 24hrs (hour 0 was 2130 on day hung) the line did not get flushed. No apparent patient harm, however approximately 30ml of chemo was lost. Md choosing not to make up this volume. There also is increased risk for infection with line break.

Event description:
The tubing was originally hung at 2130. It was found to be leaking at 0440 approximately 29 hours and 10 minutes after it was originally hung. Doxorubicin 24.6mg and etoposide 123mg with 500 ml of 0.9% ns was infusing at a rate of 20.8 ml/hr. These medications run continuously for 96 hours with a bag change every 24hrs (hour 0 was 2130 on day hung). The line did not get flushed. No apparent patient harm, however approximately 30ml of chemo was lost. Md choosing not to make up this volume. There also is increased risk for infection with line break.

Manufacturer narrative:
The following elements have blank data.